Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). Event 1: the reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in the place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [FDA res # (B)(4)). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.

Event description:
As reported from the medsun (B)(4).: event 1 describe the event or problem: from [date redacted] through [date redacted] - approximately 3 weeks, there have been 17 dialysis tubing issues reported. Model sl-2010m2096 issues: connection issue-air in line 11 connection issue-air in line, blood leak 3.

Manufacturer narrative:
The received medsun report, (B)(4), describes a total of 14 events associated with batches a2500217, a2500218, and a2500247. Since the report does not specify how many events are linked to each lot, the following distribution has been assigned for reporting purposes: lot a2500217 - ten events. B. Braun medical internal report number (B)(4), lot a2500218 - one event. B. Braun medical internal report number (B)(4), lot a2500247 - three events. B. Braun medical internal report number (B)(4). This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.